Manufacturer narrative:
Per tandem user guide: "do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 600 mg/dl; cause was related to customer mixed insulin from old vial to new vial. Tandem technical support educated the customer that this mixing of insulin is off-label and customer acknowledged. A correction bolus was delivered; and a supply change was completed to address bg.